Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the device closed and opened without any difficulties noted. No unusual noises were heard during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, during transection of the vessel with the device, the surgeon fired the gun and found the jaw difficult to open. I talked him through the back button and pressure on the handle and the device opened. To which the device had fired staples, but there was no transection line. He said it didn¿t feel difficult to fire, but I did notice a loud click when he fired, which led me to believe he was firing through a partial misfire. This was the first firing with the device and he opened another to re-perform the firing and all was ok. There were no adverse consequences for the patient.